Manufacturer narrative:
Gehc recommended replacement of the anesthesia control board. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, following the preoperative checkout, the unit indicated a system failure. There was no report of patient involvement.